Event description:
It was reported that post placement of a drainage catheter, removal difficulties were encountered. A flexima apdl reg 10f/25cm was placed in to a right psoas abscess under a local anesthetic. After 17 days later the nurse attempted to remove the drain and the patient experienced a lot of pain while attempting to remove it. The nurse disconnected the connecting tube from the hub of the catheter. There was no suture seen. The nurse was unable to remove the drain at this point. The device was then cut below the hub, still no suture seen. The nurse then called in the physician who came and cut the catheter further down at an angle which then revealed the suture. He advanced an unknown wire down the catheter and was able to remove the pigtail catheter. The patient settled once the catheter had been removed. The procedure was completed with this device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device returned to manufacturer: a visual evaluation, it was found that heavy residue was present on the device to indicate use and the catheter with suture was cut into 3 sections, distal pigtail tip section, mid working length and hub-heatshrink section. The cut suture remained attached to the respective 3 cut sections and the remaining suture with stopcock key was not returned. The hub/stopcock section was cut off the from the catheter during catheter removal and the cut was found to be a straight cut. The second cut was found approximately at the mid working length and was made at an angle which revealed the suture better than the first cut made near the heatshrink. Examining the suture holes at the pigtail (distal tip of the catheter), it was found that the thick residue was present clogging the suture holes. Attempting to remove the suture from the distal suture hole, it was found that the suture was getting caught inside the catheter due to the sticky residue catching onto the suture and preventing a smooth release. It appears that the thick residue inside the catheter distal tip hindered release of the pigtail (even after the stopcock lock was set to unlock position) and the catheter was cut in an attempt to remove the device from the patient. Procedural factors (residue/ anatomy) affected the release of the suture which made it difficult to remove the catheter from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post placement of a drainage catheter, removal difficulties were encountered. A flexima apdl reg 10f/25cm was placed in to a right psoas abscess under a local anesthetic. 17 days later the nurse attempted to remove the drain and the patient experienced a lot of pain while attempting to remove it. The nurse disconnected the connecting tube from the hub of the catheter. There was no suture seen. The nurse was unable to remove the drain at this point. The device was then cut below the hub, still no suture seen. The nurse then called in the physician who came and cut the catheter further down at an angle which then revealed the suture. He advanced an unknown wire down the catheter and was able to remove the pigtail catheter. The patient settled once the catheter had been removed. The procedure was completed with this device. The patient status is listed as stable with no complications reported.